Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the scroll compressor. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use. The complete name for the event site is "via christi regional medical center".

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power up test fails code #14. The compressor performance and regulator calibrations should be performed. It is unknown when the event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the manufacturer's aware date was on 03/01/2018, and not on 03/02/2018 as initially reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power up test fails code #14. The compressor performance and regulator calibrations should be performed. It is unknown when the event occurred; however there was no patient involvement and no adverse event was reported.